Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas e 411 analyzer (rack system). The initial result from the e411 analyzer was 0.56 ng/ml. The sample was run on a cobas 6000 system with a result of 127.70 ng/ml. The repeat result from the e411 analyzer was 130.30 ng/ml. The higher results were believed to be correct.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.